Event description:
It was reported that the external pulse generator appears to have been dropped and damaged. The back of the case is cracked and the atrial port is shoved into the case. The device was returned to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lower case and atrial output connector are broken. Analysis also found the upper case and two side bail covers are broken. Ring cover and keyboard pad are contaminated. Battery contacts are compressed, ring is bent, and battery drawer is damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.